Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in clinic follow up, a long capacitor charging time was observed. The device was explanted. The patient was fine post procedure